Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kmyx, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that event 1-(B)(6) - the patient had a foot surgery (B)(6). Since then, the patient had been getting a little wet. Last night, the patient had accident. Event 2- last night, the patient checked programmer and did not see the lightening bolt. The patient was able to turn on implantable neurostimulator (ins) and could feel stim , waited an hour and it was off again, turned it back on checked again and it had stayed on. The patient checked the programmer last night because she does not sleep because of her pain. It seems to happen after her foot surgery on (B)(6). The patient did not turn off her ins on that day. The patient had xray for her foot also. The patient does sometimes take fluid pills because she does retain fluid. The patient synched with programmer while on the phone. The patient was at 2.1 on program 1, ins was on. Patient services reviewed the patient can still see lightening bolt, ins is on. (B)(6) 2015 - programmer not showing ins on, pt turned on , then later the patient did not see lightening bolt again. The patient reported having 3 types of neuropathy and fibromyalgia and takes heavy duty medications. The patient was asking about scs (spinal cord stimulation). The patient asked about using external stimulation for back. The patient to follow up with hcp (healthcare provider).